Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 5000 mcg/ml sufentanil at a dose of 3997.4 mcg/day via an implantable pump for spinal pain. It was reported that the pump had an elective replacement indicator (eri) of nine months when the device was implanted in (B)(6) 2016. It was unknown if there were any environmental, external, or patient factors. There no interventions, actions, or diagnostics performed. Surgical intervention was planned, but not scheduled. The pump logs were read and a low reservoir and empty pump alarm occurred. Saline was placed into the pump. The issue was not resolved. The personal therapy manager (ptm) was ordered as follows: 1998.7 mcg, 38724.8 mcg/day, dose restriction interval 18/24 hours, the maximum activations was 18 per day, and the lockout interval was 1 hour. The patient had 71 successful activations, 7 lockout attempts, and 0 unsuccessful activations. More information was received on (B)(6) 2016, the patient was asymptomatic to the eri screen. The cause was unknown, the hcp felt it was due to high concentration drug and the choice of drug in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.